Event description:
It was reported that implant movement/shift occurred resulting in a device leak. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2026, when the patient was scheduled for a laac procedure, the physician stated the closure device had shifted distally and was not properly occluding the laa. A leak was noted on both of the limbus side of the laa with flow beneath the fabric of the closure device, and the side of the closure device that had sunk into the posterior lobe. The limbus side leak below the fabric was not measured, but the leak into the posterior lobe ranged from 3mm-5mm depending on transesophageal echocardiography (tee) view. The physician proceeded to place a non-boston scientific (bsc) device proximal to the shifted closure device. The case was completed successfully, and the patient was discharged without further incident. There were no patient complications, and the patient is fully recovered.